Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) balloon was damaged, causing blood to enter the balloon. The blood did not enter the machine and the machine did not alarm. The blood in the balloon was caused by the balloon rupture. The hospital immediately removed the machine and no patient was harmed. The machine has no faults and no parts have been replaced.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1, event site full name is (B)(6), e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during use the cardiosave intra-aortic balloon pump (iabp) balloon was damaged, causing blood to enter the balloon. The hospital immediately removed the machine and no patient was harmed.

Manufacturer narrative:
Corrected field: d3, e1 (phone number) , g2 updated filed: b3, g6, h2, h11 due to character restrictions in block e1, event site telephone is (B)(6).

Event description:
N/a